Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore. During the procedure, the doctor tried to trigger the button but it does not work. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two maxcore core disposable biopsy instruments were received. On visual evaluation, for sample 1 and 2 device was received with protective tubing and no yellow guard attached to the needle. The instrument appeared to have blood residue throughout. Instrument was received with both slides in their initial positions. On functional testing, for sample 1 - the device was able to be fully primed with no issues. The device was able to prime and fire properly. All six samples were obtained with no issues. For sample 2 - the device was able to be fully primed with no issues. The device was able to prime and fire properly. All six samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as both the device was able to prime and fire properly. All six samples were obtained with no issues. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore. During the procedure the doctor tried to trigger the button, but it does not work. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.